Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that while in use on a patient, the ventilator screen went black and ventilation stopped. There was no report of patient injury.

Manufacturer narrative:
Additional information was received from an engineering log review. The logs indicate a saved display unit (du) to power management board (pmb) communications failure. This would confirm the reported cable issue from the du to the chassis. Ventilation would continue. This was not a reportable malfunction. Additional information was received from an engineering log review. The logs indicate a saved display unit (du) to power management board (pmb) communications failure. This would confirm the reported cable issue from the du to the chassis. Ventilation would continue. This was not a reportable malfunction.